Manufacturer narrative:
This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2017. Subsequently, medtronic diabetes conducted a two year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that they experienced infusion set leaks. The customer¿s blood glucose level was 167 mg/dl at the time of the incident. Customer states location of the leak was at the quick release. Customer was assisted with troubleshooting. Customer was advised the product will be replaced. The product will be returned for analysis.